Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-05-10. Investigation summary: three loose 3ml syringes were received and evaluated. It was observed, each of the syringes had portions of grad lines missing throughout the entire scale, which were rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch: 8142980 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 bd luer-lok¿ 3ml syringes experienced scale marking issues. The following information was provided by the initial reporter: batch: 8142980 incomplete scale: 3 syringes defect syringes were found during packaging, at the end of each batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ 3ml syringes experienced scale marking issues. The following information was provided by the initial reporter: batch: 8142980. Incomplete scale: 3 syringes. Defect syringes were found during packaging, at the end of each batch.